Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier:(B)(6). Legal manufacturer: hcs madison - (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.